Event description:
It was reported that a defibrillation threshold (dft) test was performed after the implantable cardioverter defibrillator (ICD) changeout procedure was completed. A yellow screen appeared after the dft test was completed. The ICD system exhibited high out of range shock impedances. The shock did convert. Technical services suggested the right ventricular (rv) lead may need to be replaced. The physician elected to observe. The ICD system remains in service. No adverse patient effects were reported.